Event description:
Bilateral explantation of saline implants due to capsular contraction in right breast and replacement with gels.

Event description:
Bilateral explantation of saline implants due to capsular contraction in right breast and replacement with gels.